Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) battery compartment crack issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: black box shows unexplained power on reset events on complaint date. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap is cracked and threads are damaged. A test battery cap was used for all testing. Pump powers with a test battery cap to a dim discolored display. Battery compartment cracks observed in thread area, from thread area to case seal and below grip pad. Battery compartment threads damaged. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.